Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy procedure performed on an unknown date. According to the complainant, there were no issues using the device during the procedure; however, after the procedure one of the bands fell off the varix. There was no further surgical or medical intervention required due to the band falling off. The procedure was completed using this device. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18 the complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. However, it was reported that the device was used prior to the expiry date. Reported event of band falling off the varix. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. Given the event description, there isn't enough information to determine a probable root cause.